Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced continuing elevated blood glucose greater than 600 mg/dl. Customer reverted to an alternate pump for insulin therapy. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.